Event description:
Caller reported a malfunction with the pump, identified as a malf 12, indicating an issue in the system. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after following the guidance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reappeared, which the caller acknowledged and understood.